Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The exact event date was not provided. According to the complainant, during the procedure, when the guide catheter was advanced down the scope for stent deployment, they noticed when it reached to the ampulla, the guide catheter was broken. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event: date of event was approximately (B)(6) 2019 as no event date was reported. Problem code 1048 captures the reportable event of guide catheter broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Correction : product problem changed to adverse and product problem. Correction : updated to required intervention to prevent permanent impairment/damage. Correction : malfunction changed to serious injury.

Manufacturer narrative:
Date of event: date of event was approximately (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The exact event date was not provided. According to the complainant, during the procedure, when the guide catheter was advanced down the scope for stent deployment, they noticed when it reached to the ampulla, the guide catheter was broken. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.